Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected power cable disconnect and damaged black power cable was confirmed with the returned system controller. A review of the log file retrieved from the returned device captured unexpected power cable disconnect alarm events on 21sep2023 between 16:03:55 and 16:18:54. The voltage values captured, prior to and post the alarm events, did not indicate there was a power source exchange. The alarm appears to be related to a connection issue between the 14v battery and battery clip. Of note, the unexpected power cable disconnect alarm were not captured when both power cables were connected to the mobile power unit. Visual inspection revealed a taped section on the outer jacket of the black power cable. Removal of the tape revealed small tears on the outer jacket with no visible underlying wire. Electrical measurement of the underlying wires within the power cables did not reveal any shorted, severed or conductor breakdown condition that could potentially be related to the unexpected power cable disconnect alarm. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. There is no correlation between the damaged power cable and the unexpected power cable disconnect captured in the log file. A root cause of the unexpected power cable disconnect captured in the log file and damaged black power cable could not be determined via this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a 48 second power cable disconnect alarm followed by a 5 second low voltage advisory. The patient reported being on fully charged batteries at the time of the event. It was noted that the patient had a small bite mark on the black power cable of the controller. The controller was exchanged as a result of the damage and power cable disconnect alarms that did not resolve with troubleshooting.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.